Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. During the retraction of the capsule, the actuator components separated. Both tab 3 and tab 4 of the male actuator component had a hairline crack at the point where the tab protrudes from the component. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Additionally, the capsule was observed to be over-captured on the delivery catheter system (dcs) tip. The instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The device was received with the handle intact, however during retraction of the capsule the actuator separated, confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. CAPA 408848 was initiated to investigate the root cause of actuator separation events. The handle was snapped back into place and the valve was successfully implanted. It was also reported that the copper wire was not centered inside the capsule. The "copper wire" is most likely describing the inner member shaft of the dcs. An image was submitted by the account showing the inner member shaft and spindle attachment. No damage or abnormality was observed in the image. The reported the copper wire not being centered could not be confirmed and the root cause cannot be determined with the information available. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) made a noise as if it had broken. The operator was able to close the valve by one third and at this point there was a complete separation of the handle. The handle was snapped back into place and the valve was successfully implanted. It was reported that the copper wire was not centered inside the capsule. There was no unusual resistance during loading. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.